Event description:
Pt has history of a dual-chamber ICD placed for non-sustained ventricular tachycardia. The pt presented with recurrent shocks and the device was interrogated. The pt was found to have rv lead fracture with inappropriate ICD firing. The pt was admitted for revision of the rv lead and consideration for lv lead implantation. Pt was stable upon arrival to facility and in no apparent distress.